Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been using the intermittent catheters since 1980 and noticed an issue on and off for years. Customer stated that the issue was it seemed all the red rubber intermittent catheters were not the same size although it stated it was on the package and how they knew was that the tips were obviously different in size and it affected the results during usage. Stated that if the tip was smaller the customer was successful and if it was larger or fuller the customer was not. Per customer via email on 24-aug-2022, it was stated that in a package of 15 intermittent catheters, the majority of the catheters were too big. The customer provided two lot numbers. The customer stated that this had been going on for a few years.

Event description:
It was reported that the patient had been using the intermittent catheters since 1980 and noticed an issue on and off for years. Customer stated that the issue was it seemed all the red rubber intermittent catheters were not the same size although it stated it was on the package and how they knew was that the tips were obviously different in size and it affected the results during usage. Stated that if the tip was smaller the customer was successful and if it was larger or fuller the customer was not. Per customer via email on (B)(6) 2022, it was stated that in a package of 15 intermittent catheters, the majority of the catheters were too big. The customer provided two lot numbers. The customer stated that this had been going on for a few years. Per investigator notification on 12-oct-2022, it was reported that an unopened intermittent catheter sent for sample evaluation was noted to be twisted when returned. Per notification from investigator based on sample evaluation on 09-feb-2023, it was found that the sticky residue was present on the surface of the intermittent catheter.

Manufacturer narrative:
The reported event is unconfirmed as the device met specifications. Three unopened olive tip coude catheters were returned. The coude tips aligned with the coude indicator notch on all three catheters. Using a french gauge the catheters were confirmed to be 20 french and 21 french (catheter 3) which is within specifications which states, "accept if french size measures within +/-1 french size". Foreign material was present within the eye let and a sticky residue was present on the surface of catheter 2 when the packaging was opened which is out of specifications. The devices were returned unopened; therefore, were not used on a patient; however, are intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.